Manufacturer narrative:
Weight:unknown, ethinicity: unknown, sex:unknown. Work order search found no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -12.0/3.5/92 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. The lens was repositioned on (B)(6) 2022 due to lens rotation not assocated to low vault. The problem was not resolved. On (B)(6) 2022 the lens was exchanged for a spheric model, same length lens, and the problem was resolved. Reportedly, "the residual astigmatism was corrected by laser.

Manufacturer narrative:
H3: device evaluaton: the lens was returned dry, in a microcentrifuge vial. Visual inpsection found fibers on a no visible damaged lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).